Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient in (B)(6) 2012 during a bridge to surgery stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a 3-4 cm lesion at the sigmoid colon (it is unknown if it was associated with a malignancy). The patient was not undergoing any treatments or therapies, such as chemotherapy or radiation, prior to the procedure. However, it is unknown whether the patient was undergoing any treatments when this event occurred. No dilatation was performed prior to stent placement. The patient¿s anatomy was reported to be tortuous. The wallflex enteral duodenal stent was successfully implanted within the colon and the procedure was completed with no reported issues. On (B)(6) 2012 the patient underwent a scheduled stent removal and colon excision surgery. A perforation was discovered at the proximal end of the stent. In the physician¿s assessment, the perforation could have been due to force added on the anal side of the stent when the stent extended straight in the intestinal tract. The patient had not been experiencing any symptoms related to the perforation prior to the colon excision surgery. The stent and lesion were successfully removed on (B)(6) 2012, as planned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant was unable to confirm that this was the initial use of the complaint device; however it was confirmed that the device was not reprocessed/re-sterilized. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.